Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl. The customer administered a manual injection and changed out supplies to address bg level. The customer stated that the cause of elevated bg level was unknown. Tandem technical support recommended that the customer consult with their healthcare provider regarding factors that could impact bg level.